Event description:
This device was returned with oos documentation from biotronik rep. Per oos, the device was removed because the lead had been pulled into the svc. After repositioning, the screw mechanism would not retract. The device was replaced with a linox sd 65/18.